Event description:
A report was received that the patient¿s lead was returned for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for returning the lead was due to the lead being short dated and to avoid getting it expired in the field. No patient involvement. Per cis departmental procedure, failure analysis was not required.

Event description:
A report was received that the patient¿s lead was returned for an unknown reason.